Event description:
It was reported the evening prior to report there was a loss of stimulation sensation and a return of pain. The next day, a ¿call your doctor¿ and a power on reset (por) message observed for the first time on the recharger. It was noted the, ¿right buttocks is what por message.¿ the patient was not able to adjust stimulation. The caller noted the implantable neurostimulator (ins) battery was at 50%. On the phone, the por was cleared, and the patient was now feeling stimulation. The patient had not had any procedures nor had she let the battery go dead. Caller education on patient programmer use resolved the reported issue. The patient was redirected to the healthcare professional (hcp).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 355531, lot# n297050, product type screening; device product ID 355531, lot# n288851, product type screening; device product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3550-39, lot# n288196, implanted: (B)(6) 2011, product type accessory; product ID 3550-39, lot# n297823, implanted: (B)(6) 2011, product type accessory; product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).